Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient¿s previous device also never helped treat her symptoms, so she ended up having it replaced with a n on-rechargeable device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient had an scs placed for chronic postsurgical neuropathy right hip area pain, chronic back pain and sciatica. It was reported that initially they had pain relief and good outcome by the scs, but unfortunately their ins had problems with charging that indicated removal of the malfunctioning ins. A replacement of a new non-rechargeable ins was then put in. The patient¿s replacement surgery was on (B)(6)2017. The hcp indicated that the device would be returned to the manufacturer for analysis. The patient weighed (B)(6)pounds at the time of the event. No further complications were reported/anticipated.